Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.

Event description:
It was reported to boston scientific corporation that a truetome 44 was attempted to be used in the papilla of vater during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the cutting wire broke upon tensioning. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another truetome 44. There were no patient complications reported as a result of this event.

Manufacturer narrative:
H6: imdrf device code a0401 captures the reportable event of cutting wire broken. H11: investigation results: the returned truetome 44 was analyzed, and a visual evaluation noted that the cutting wire was blackened, kinked and broken from the proximal pierced hole. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of cutting wire break was confirmed. Upon analysis, it was found that the cutting wire was blackened, kinked and broken from the proximal pierce hole. The physical damage to the device could have been generated if there was contact between the device and the scope during energization or if the device exceeded the maximum voltage during the procedure. Also, energizing the device prior to performing sphincterotomy can compromise the cutting wire integrity and cause a premature cutting wire fatigue. Once the cutting wire breaks, any attempt to remove the device from the scope can bent the cutting wire. It is most likely that procedural or anatomical factors encountered during the use of the device could have affected the device performance and its integrity. Therefore, the most probable root cause is an adverse event related to procedure. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
Procedure summary: it was reported to boston scientific corporation that a truetome 44 was attempted to be used in the papilla of vater during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. Event summary: during the procedure, the cutting wire broke upon tensioning. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another truetome 44. Patient status: there were no patient complications reported as a result of this event.